Event description:
It was reported that pump experienced malfunction with displayed malfunction code and fault ID but no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to reset pump using provided instructions, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction occurred again, which customer acknowledged and understood.